Manufacturer narrative:
On (B)(6) 2017, the customer reported that the high bg issues were resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 279 mg/dl. The customer had a protein shake and was not sure if the amount of carbohydrates was enough to have caused the high bg and wanted to confirm that the bolus was delivered correctly. Tandem technical support reviewed the pump history and confirmed that the bolus was delivered. A pump system check was confirmed and no device issues were identified.